Manufacturer narrative:
The customer reported complaint for the platform displayed an error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) was confirmed during archive data review and functional testing. The potential root cause was due to a defective load cell as a result of damage sustain by mishandling. Visual inspection was performed and found a damaged front enclosure, unrelated to the reported issue. To remedy the damage, the front enclosure was replaced. The autopulse platform is a reusable device. The probable cause for the damage was due to user mishandling. During functional testing, user advisory (ua) 07 error message displayed upon power on the device, thus confirming the reported complaint. Review of the archive data indicated multiple error messages user advisory (ua) 07 on the customer reported event date. Following the service repair, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(6).

Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. User unable to clear advisory. No patient involvement.